Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent : robotic trachelectomy, lysis of adhesions, cystotomy with repair, cystoscopy and appendectomydue to pelvic pain, dyspareunia, cervical tenderness and urinary stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced dysuria, urinary incontinence following the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a robotic bso and lysis of adhesions on (B)(6) 2012 due to pelvic pain and ovarian cyst. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent sling takedown on (B)(6) 2015 by dr. (B)(6) at (B)(6).